Manufacturer narrative:
Failure analysis noted that the pump had a button error alarm and no button response due to corroded keypad traces. There was no moisture damage inside the pump. The pump had cracked case at the display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The customer's blood glucose reading was 213 mg/dl. The customer stated that she was walking in the rain. She stated that none of the buttons were working and she had a low reservoir alarm that she could not clear it. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.